Manufacturer narrative:
B7: added medical history. D4: added lot #, catalog #, expiration date, di # h4: added device manufacture date . H6: updated method/results/conclusions code as lot number provided in the medical records. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2003: (B)(6). Operative report. [Poor quality, part of note blacked out]. Assistant surgeon: not dictated. Preoperative diagnosis(es): large bowel stomal hernia at previous jejunostomy. Postoperative diagnosis(es): large bowel stomal hernia at previous jejunostomy. Procedure(s): laparotomy and repair of bowel stomal hernia with dual gore-tex mesh, with extensive lysis of adhesions. Anesthesia: [blank]. Operative findings: ¿the patient had almost half of the small bowel in the hernia sac. It had herniated through the donut opening of the previously placed dual-lumen gore-tex. The stomal ring had obviously expanded, allowing the bowel to herniate through.¿ description of procedure: ¿with the patient on the operating table in the supine position, the abdomen was prepped and draped in the usual manner. A midline incision was made going through the old scar and deepened down to the fascia. The prolene sutures were removed. The fascia was incised. The peritoneal cavity was completely fused. The omentum was free from the undersurface of the abdomen, completely clearing of the abdomen on the left side. At this stage, I could see almost half of the bowel was in the hernia sac. Some of it was reduced back into the abdominal cavity. There were dense adhesions around this area. Further reduction of the loops of small bowel was not possible from inside the abdomen. At this stage, I approached from the outside at the stoma site. The previous stoma was excised with a circular incision around the stoma of the skin. Once the stoma was separated from the skin and subcutaneous tissue, large subcutaneous space was entered. This contained several loops of small bowel in the hernia sac. All of these loops of small bowel were carefully lysed and finally pulled back into the abdominal cavity, including the previous jejunostomy, after stapling the end of the previous stoma with the gia-75 stapler. Once the entire bowel reduced back into the peritoneal cavity, extensive lysis of adhesions of the remaining bowel was done, freeing [illegible] bowel from the ligament of treitz to the [illegible] valve. After this, the stoma was [illegible], superiorly and inferiorly, [illegible] eight number 1 ethibond suture. This [illegible]. At this stage, the [illegible] out through the stoma all the way [illegible] of dual-lumen gore-tex was [illegible] around the jejunum on the [illegible]. This was sutured at 4 [illegible] abdominal wall with interrupted [illegible] to this, ethibond [illegible] to the dual-lumen gore-tex [illegible]. Once this was done [illegible] was matured, suturing it to the [illegible] tissue with running [illegible] prolene. After this, the abdominal site was examined. The stomal opening was quite adequate without any new constriction. I did not think any additional gore-tex graft was needed on the abdominal side. At this stage after being satisfied with hemostasis, the abdominal cavity was washed with saline. The fascia and peritoneum were then closed with running suture of number 1 prolene, reinforced with suture of number 1 ethibond. Subcutaneous closure was done with 2-0 vicryl. The skin was closed skin staples. Dressing was applied. The patient tolerated the procedure well and was sent to the recovery room in satisfactory condition .¿ (B)(6) 2003: (B)(6). Implant sticker. [Poor image quality]. Gore dualmesh® biomaterial. Lot number: 02340629. Item number: 1dlmc03. W.l gore & associates . The records confirm a gore® dualmesh® biomaterial (1dlmc03/02340629) was implanted during the procedure. (B)(6) 2007: [facility ni]. Operative report. Assistant surgeon: (B)(6). Preoperative diagnosis(es): ventral hernia. Postoperative diagnosis(es): ventral hernia; infected mesh. Procedure(s): laparoscopic ventral hernia converted to open ventral hernia with removal of infected mesh. Anesthesia: general endotracheal standard bolus 100 cc. Indications: ¿the patient is a morbidly obese 40-year-old female who has gastroparesis and has had multiple revisions of her jejunostomy. She has developed an incisional hernia at her previous midline incision. She presents today for a laparoscopic repair.¿ operative findings: ¿she has dense adhesions.¿ description of procedure: ¿the patient taken from the holding area and brought to the operating room, where anesthesia successfully induced general endotracheal anesthesia. Her abdomen was prepped and draped sterilely. A foley catheter was placed sterilely. Optiview 5-mm trocar was used to gain entrance into the right upper quadrant under direct visualization. Pneumoperitoneum was established. Several other 5-mm trocars were then placed and then a tedious and difficulty lysis of adhesions was undertaken, freeing up all the small bowel and adhesions from the anterior abdominal wall. Moving towards her feeding jejunostomy, things were fairly thickened and the hernia was located pretty close to where the ostomy came out and so these adhesions had to be taken down and it was felt that the safest way would be to do it open. The 5-mm trocars were then all removed, ensuring hemostasis. A midline incision was made using her previous incision. Subcutaneous tissue was dissected down to the hernia sac was sharply entered, and then kochers were used to grasp the fascia, and then adhesiolysis in the left upper quadrant where her feeding jejunostomy was was [sic] undertaken. Things were very, very dense and scarred in. A piece of mesh from her previous jejunostomy hernia repair was then encountered and there was some purulence near it. It was foul-smelling, and so it was grasped and pulled and slowly pulling and dissecting it free, we were able to remove what we felt was either the majority or most of the mesh. Everything was fairly adherent and scarred in there and so it was felt that it would best be to just irrigate it out copiously and leave it to heal. We did not want to ruin her feeding jejunostomy, as she does have bad gastroparesis and requires frequent use of it. Before her feeding jejunostomy, she was hospitalized about once a month for electrolyte abnormalities from her gastroparesis. The abdomen was then copiously irrigated. The fascial edges were inspected and were felt to be strong. A piece of alloderm, 6 x 16 cm, was brought onto the field, soaked for 20 minutes, and then placed into the wound and then secured with interrupted number 1 prolenes in a vertical mattress fashion. A drain was placed over the alloderm and exited out through a separate stab incision. The subcutaneous tissue was closed with a running 2-0 vicryl and skin clips. The patient tolerated the procedure well. There were no apparent complications .¿ missing record: a pathology and culture report detailing analysis of the device and specimens removed during the 07/18/07 procedure was not provided.] (B)(6) 2007: [facility ni]. (B)(6). Operative report. Assistant surgeon: (B)(6). Preoperative diagnosis(es): pneumoperitoneum. Postoperative diagnosis(es): erosion of mesh into splenic flexure with jejunal hernia and recurrent ventral hernia. Procedure(s): exploratory laparotomy, lysis of adhesions, take down splenic flexure, resection of splenic flexure; takedown of jejunostomy and recurrent ventral hernia repair. Anesthesia: general endotracheal. Estimated blood loss: 200 cc. Indications: ¿the patient is a morbidly obese 40-year-old female who underwent a ventral hernia repair a week ago. She has developed elevated white count and high sugars. CT scan suggestive of a pneumoperitoneum and contrast extravasation outside of her intestinal tracts and she presents today for exploratory laparotomy.¿ operative findings: ¿her colon just distal to the splenic flexure had a mesh eroded into it and this had gone up into the jejunal ostomy and hernia sac.¿ description of procedure: ¿the patient was taken from the holding area and brought to the operating room, where anesthesia successfully induced general endotracheal anesthesia. Her abdomen was prepped and draped sterilely. A foley catheter was placed sterilely. The previous midline incision was made. Subcutaneous tissue was dissected down. Her mesh was identified and it had pulled away from her fascia laterally. The right side was still strongly adherent to the anterior abdominal wall that was left. The other sutures were cut. The incision was extended superiorly and inferiorly. Kochers were used to elevate the fascia. Lysis of adhesion was undertaken sharply. There were dense adhesions. There was really no succus involved until we got into the right upper quadrant, and then it was noted that there was some succus and purulence in the left upper quadrant. Another piece of mesh from the feeding jejunostomy area was identified and this was pulled out to fully pull out all the mesh. Because the feeding jejunostomy obstructed view of the colon, the adhesions were dense and it looked as though the colon was going up into the hernia sac next to the feeding jejunostomy. An elliptical incision was made over the feeding jejunostomy elliptically. The subcutaneous tissue was dissected down. The feeding jejunostomy hernia sac was entered and it was quite difficult to dissect out the feeding jejunostomy from the hernia sac and then all the intestine that was stuck up into it. Working from both below and from the skin level, we were able to finally free up everything and figure out what was going on and essentially, it looked as though a piece of mesh had eroded into the splenic flexure and colon and this had happened in the hernia sac, and that is why she never became septic. It looked like a well contained leak. The jejunostomy was amputated at the fascial level and the portion going to the skin was passed off as a specimen. The splenic flexure was taken down with ligasure and then a point chosen proximal to the erosion and the gia was used to transect it. More distally, another gia was used to transect the colon and the mesentery was taken down with the ligasure. The two ends were reapproximated quite easily. The anastomosis was created with a 2-layer handsewn fashion, with 3-0 vicryl on the inner full-thickness layer and silk lembert outer layer sutures. Mesenteric defect was closed with a running 2-0 vicryl. The jejunal feeding stump was then inspected. It could not be brought to a new location because of her morbid obesity. It was just labeled with a 2-0 prolene and hopefully any revisions, or replacing, or re-doing this feeding jejunostomy will not have to be undertaken. The feeding jejunostomy ostomy site was then copiously irrigated and debrided. The fascia was closed with number 1 pds in a running fashion. The outer wound was packed with damp to dry. The abdomen was then copiously irrigated and suctioned out. A drain was placed up on the left upper quadrant and exited out through a separate stab incision. The fascia then by this point, several hours into the case, the intestines were swollen and it would have been nearly impossible to try to close the fascia with just this one piece of alloderm. It took another 4 pieces of alloderm, sewing them together with a running prolene and sewing them interrupted to the fascia. Two drains were placed over the alloderm. The subcutaneous tissue was closed with a 2-0 vicryl and the skin was then closed with skin clips. The patient tolerated the procedure well. She remained intubated and brought to the recovery room in guarded, but stable condition .¿ missing record: records for CT scan showing the ¿pneumoperitoneum and contrast extravasation outside of her intestinal tracts¿ were not provided.] Missing record: a pathology and culture report detailing analysis of the device and specimens removed during the 07/26/07 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent open stomal hernia repair on (B)(6) 2003 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2007, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, mesh removal and additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated investigation conclusions: d15: cause not established. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient code (1930) was reported based on the original complaint and is no longer applicable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2003 through (B)(6) 2007 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from (B)(6) 2003 through (B)(6) 2007 were not provided. Patient information: medical history: obesity: (B)(6) 2007: ¿... Morbidly obese.¿ (B)(6) 2007: gastroparesis diabetes mellitus: (B)(6) 2013: insulin dependent prior surgical procedures: unknown date: ostomy procedure. Unknown dates: multiple jejunostomy revisions. (B)(6) 2003: laparotomy and repair of bowel stomal hernia with dual gore-tex mesh, with extensive lysis of adhesions. Implant: gore® dualmesh® biomaterial. (B)(6) 2007: laparoscopic ventral hernia converted to open ventral hernia with removal of infected mesh. Implant: alloderm. (B)(6) 2007: exploratory laparotomy, lysis of adhesions, take down splenic flexure, resection of splenic flexure; takedown of jejunostomy and recurrent ventral hernia repair. Implant preoperative complaints: (B)(6) 2003: preoperative diagnosis: ¿large bowel stomal hernia at previous jejunostomy.¿ implant procedure: laparotomy and repair of bowel stomal hernia with dual gore-tex mesh, with extensive lysis of adhesions. [Implant: gore® dualmesh® biomaterial 02340629/1dlmc03, 10cm x 15cm x 1mm thick, oval]. Implant date: (B)(6) 2003: wound classification: not provided. Findings: ¿the patient had almost half of the small bowel in the hernia sac. It had herniated through the donut opening of the previously placed dual-lumen gore-tex. The stomal ring had obviously expanded, allowing the bowel to herniate through.¿ description of hernia being treated: ¿a midline incision was made going through the old scar and deepened down to the fascia. The prolene sutures were removed. The fascia was incised. The peritoneal cavity was completely fused. The omentum was free from the undersurface of the abdomen, completely clearing of the abdomen on the left side. At this stage, I could see almost half of the bowel was in the hernia sac. Some of it was reduced back into the abdominal cavity. There were dense adhesions around this area. Further reduction of the loops of small bowel was not possible from inside the abdomen. At this stage, I approached from the outside at the stoma site. The previous stoma was excised with a circular incision around the stoma of the skin. Once the stoma was separated from the skin and subcutaneous tissue, large subcutaneous space was entered. This contained several loops of small bowel in the hernia sac. All of these loops of small bowel were carefully lysed and finally pulled back into the abdominal cavity, including the previous jejunostomy, after stapling the end of the previous stoma with the gia-75 stapler. [The following section of the implant operative report is noted with poor copy quality containing large blackened areas] once the entire bowel reduced back into the peritoneal cavity, extensive lysis of adhesions of the remaining bowel was done, freeing [illegible words] bowel from the ligament of treitz to the [illegible words] valve. After this, the stoma was [illegible words], superiorly and inferiorly, [illegible words] eight number 1 ethibond suture. This [illegible words].¿ implant size and fixation: ¿at this stage, the jejunum [illegible words] out through the stoma all the way [illegible words] of dual-lumen gore-tex was [illegible words] around the jejunum on the [illegible words]. This was sutured at 4 [illegible words] abdominal wall with interrupted [illegible words] to this, ethibond [illegible words] to the dual-lumen gore-tex [illegible words]. Once this was done [illegible words] was matured, suturing it to the [illegible words] tissue with running [illegible words] prolene. After this, the abdominal site was examined. The stomal opening was quite adequate without any new constriction. I did not think any additional gore-tex graft was needed on the abdominal side. At this stage after being satisfied with hemostasis, the abdominal cavity was washed with saline. The fascia and peritoneum were then closed with running suture of number 1 prolene, reinforced with suture of number 1 ethibond. Subcutaneous closure was done with 2-0 vicryl. The skin was closed skin staples. Partial explant preoperative complaints: (B)(6) 2007: indication. ¿the patient is a morbidly obese 40-year-old female who has gastroparesis and has had multiple revisions of her jejunostomy. She has developed an incisional hernia at her previous midline incision. She presents today for a laparoscopic repair.¿ partial explant procedure: laparoscopic ventral hernia converted to open ventral hernia with removal of infected mesh. [Implant: alloderm.] Partial explant date: (B)(6) 2007: wound classification: not provided. Findings: ¿she has dense adhesions.¿ "optiview5-mm trocar was used to gain entrance into the right upper quadrant under direct visualization. Pneumoperitoneum was established. Several other 5-mm trocars were then placed and then a tedious and difficulty (sic) lysis of adhesions was undertaken, freeing up all the small bowel and adhesions from the anterior abdominal wall. Moving towards her feeding jejunostomy, things were fairly thickened and the hernia was located pretty close to where the ostomy came out and so these adhesions had to be taken down and it was felt that the safest way would be to do it open. The 5-mm trocars were then all removed, ensuring hemostasis. A midline incision was made using her previous incision. Subcutaneous tissue was dissected down to the hernia sac (sic) was sharply entered, and then kochers were used to grasp the fascia, and then adhesiolysis in the left upper quadrant where her feeding jejunostomy was undertaken. Things were very, very dense and scarred in. A piece of mesh from her previous jejunostomy hernia repair was then encountered and there was some purulence near it. It was foul-smelling, and so it was grasped and pulled and slowly pulling and dissecting it free, we were able to remove what we felt was either the majority or most of the mesh. Everything was fairly adherent and scarred in there and so it was felt that it would best be to just irrigate it out copiously and leave it to heal. We did not want to ruin her feeding jejunostomy, as she does have bad gastroparesis and requires frequent use of it. Before her feeding jejunostomy, she was hospitalized about once a month for electrolyte abnormalities from her gastroparesis. The abdomen was then copiously irrigated. The fascial edges were inspected and were felt to be strong. A piece of alloderm, 6 x 16 cm, was brought onto the field, soaked for 20 minutes, and then placed into the wound and then secured with interrupted number 1 prolenes (sic) in a vertical mattress fashion. A drain was placed over the alloderm and exited out through a separate stab incision. The subcutaneous tissue was closed with a running 2-0 vicryl and skin clips.¿ pathology and culture reports, detailing analysis of the device and specimens removed during the (B)(6) 2007 procedure, were not provided. Explant preoperative complaints: (B)(6) 2007: indications. ¿the patient is a morbidly obese 40-year-old female who underwent a ventral hernia repair a week ago. She has developed elevated white count and high sugars. CT scan suggestive of a pneumoperitoneum and contrast extravasation outside of her intestinal tracts and she presents today for exploratory laparotomy.¿ explant procedure: exploratory laparotomy, lysis of adhesions, take down splenic flexure, resection of splenic flexure; takedown of jejunostomy and recurrent ventral hernia repair explant date: (B)(6) 2007: wound classification: not provided. Findings: ¿her colon just distal to the splenic flexure had a mesh eroded into it and this had gone up into the jejunal ostomy and hernia sac.¿ ¿the previous midline incision was made. Subcutaneous tissue was dissected down. Her mesh was identified and it had pulled away from her fascia laterally. The right side was still strongly adherent to the anterior abdominal wall that was left. The other sutures were cut. The incision was extended superiorly and inferiorly. Kochers were used to elevate the fascia. Lysis of adhesion was undertaken sharply. There were dense adhesions. There was really no succus involved until we got into the right upper quadrant, and then it was noted that there was some succus and purulence in the left upper quadrant. Another piece of mesh from the feeding jejunostomy area was identified and this was pulled out to fully pull out all the mesh . Because the feeding jejunostomy obstructed view of the colon, the adhesions were dense and it looked as though the colon was going up into the hernia sac next to the feeding jejunostomy. An elliptical incision was made over the feeding jejunostomy elliptically. The subcutaneous tissue was dissected down. The feeding jejunostomy hernia sac was entered and it was quite difficult to dissect out the feeding jejunostomy from the hernia sac and then all the intestine that was stuck up into it. Working from both below and from the skin level, we were able to finally free up everything and figure out what was going on and essentially, it looked as though a piece of mesh had eroded into the splenic flexure and colon and this had happened in the hernia sac, and that is why she never became septic. It looked like a well contained leak. The jejunostomy was amputated at the fascial level and the portion going to the skin was passed off as a specimen. The splenic flexure was taken down with ligasure and then a point chosen proximal to the erosion and the gia was used to transect it. More distally, another gia was used to transect the colon and the mesentery was taken down with the ligasure. The two ends were reapproximated quite easily. The anastomosis was created with a 2-layer handsewn fashion, with 3-0 vicryl on the inner full-thickness layer and silk lembert outer layer sutures. Mesenteric defect was closed with a running 2-0 vicryl. The jejunal feeding stump was then inspected. It could not be brought to a new location because of her morbid obesity. It was just labeled with a 2-0 prolene and hopefully any revisions, or replacing, or re-doing this feeding jejunostomy will not have to be undertaken. The feeding jejunostomy ostomy site was then copiously irrigated and debrided. The fascia was closed with number 1 pds in a running fashion. The outer wound was packed with damp to dry. The abdomen was then copiously irrigated and suctioned out. A drain was placed up on the left upper quadrant and exited out through a separate stab incision. The fascia then by this point, several hours into the case, the intestines were swollen and it would have been nearly impossible to try to close the fascia with just this one piece of alloderm. It took another 4 pieces of alloderm, sewing them together with a running prolene and sewing them interrupted to the fascia. Wo drains were placed over the alloderm. The subcutaneous tissue was closed with a 2-0 vicryl and the skin was then closed with skin clips. The patient tolerated the procedure well.¿ a pathology and culture report detailing analysis of the device and specimens removed during the (B)(6) 2007 procedure was not provided. Conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use also warn: ¿if unintentional exposure occurs, treat to avoid contamination, or material removal may be necessary.¿procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315-z/d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient code (1930) was reported based on the original complaint and is no longer applicable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2003 through (B)(6) 2007 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from (B)(6) 2003 through (B)(6) 2007 were not provided. Patient information: medical history: obesity: (B)(6) 2007: ¿... Morbidly obese.¿ (B)(6) 207: gastroparesis. Diabetes mellitus. (B)(6) 2013: insulin dependent. Prior surgical procedures: unknown date: ostomy procedure. Unknown dates: multiple jejunostomy revisions. (B)(6) 2003: laparotomy and repair of bowel stomal hernia with dual gore-tex mesh, with extensive lysis of adhesions. Implant: gore® dualmesh® biomaterial. (B)(6) 2007: laparoscopic ventral hernia converted to open ventral hernia with removal of infected mesh. Implant: alloderm. (B)(6) 2007: exploratory laparotomy, lysis of adhesions, take down splenic flexure, resection of splenic flexure; takedown of jejunostomy and recurrent ventral hernia repair. Implant preoperative complaints: (B)(6) 2003: preoperative diagnosis: ¿large bowel stomal hernia at previous jejunostomy.¿ implant procedure: laparotomy and repair of bowel stomal hernia with dual gore-tex mesh, with extensive lysis of adhesions. [Implant: gore® dualmesh® biomaterial 02340629/1dlmc03, 10cm x 15cm x 1mm thick, oval] implant date: (B)(6) 2003: wound classification: not provided. Findings: ¿the patient had almost half of the small bowel in the hernia sac. It had herniated through the donut opening of the previously placed dual-lumen gore-tex. The stomal ring had obviously expanded, allowing the bowel to herniate through.¿ description of hernia being treated: ¿a midline incision was made going through the old scar and deepened down to the fascia. The prolene sutures were removed. The fascia was incised. The peritoneal cavity was completely fused. The omentum was free from the undersurface of the abdomen, completely clearing of the abdomen on the left side. At this stage, I could see almost half of the bowel was in the hernia sac. Some of it was reduced back into the abdominal cavity. There were dense adhesions around this area. Further reduction of the loops of small bowel was not possible from inside the abdomen. At this stage, I approached from the outside at the stoma site. The previous stoma was excised with a circular incision around the stoma of the skin. Once the stoma was separated from the skin and subcutaneous tissue, large subcutaneous space was entered. This contained several loops of small bowel in the hernia sac. All of these loops of small bowel were carefully lysed and finally pulled back into the abdominal cavity, including the previous jejunostomy, after stapling the end of the previous stoma with the gia-75 stapler. [The following section of the implant operative report is noted with poor copy quality containing large blackened areas] once the entire bowel reduced back into the peritoneal cavity, extensive lysis of adhesions of the remaining bowel was done, freeing [illegible words] bowel from the ligament of treitz to the [illegible words] valve. After this, the stoma was [illegible words], superiorly and inferiorly, [illegible words] eight number 1 ethibond suture. This [illegible words].¿ implant size and fixation: ¿at this stage, the jejunum [illegible words] out through the stoma all the way [illegible words] of dual-lumen gore-tex was [illegible words] around the jejunum on the [illegible words]. This was sutured at 4 [illegible words] abdominal wall with interrupted [illegible words] to this, ethibond [illegible words] to the dual-lumen gore-tex [illegible words]. Once this was done [illegible words] was matured, suturing it to the [illegible words] tissue with running [illegible words] prolene. After this, the abdominal site was examined. The stomal opening was quite adequate without any new constriction. I did not think any additional gore-tex graft was needed on the abdominal side. At this stage after being satisfied with hemostasis, the abdominal cavity was washed with saline. The fascia and peritoneum were then closed with running suture of number 1 prolene, reinforced with suture of number 1 ethibond. Subcutaneous closure was done with 2-0 vicryl. The skin was closed skin staples. Partial explant preoperative complaints: (B)(6) 2007: indication. ¿the patient is a morbidly obese 40-year-old female who has gastroparesis and has had multiple revisions of her jejunostomy. She has developed an incisional hernia at her previous midline incision. She presents today for a laparoscopic repair.¿ partial explant procedure: laparoscopic ventral hernia converted to open ventral hernia with removal of infected mesh. [Implant: alloderm.] Partial explant date: (B)(6) 2007: wound classification: not provided. Findings: ¿she has dense adhesions.¿ "optiview5-mm trocar was used to gain entrance into the right upper quadrant under direct visualization. Pneumoperitoneum was established. Several other 5-mm trocars were then placed and then a tedious and difficulty (sic) lysis of adhesions was undertaken, freeing up all the small bowel and adhesions from the anterior abdominal wall. Moving towards her feeding jejunostomy, things were fairly thickened and the hernia was located pretty close to where the ostomy came out and so these adhesions had to be taken down and it was felt that the safest way would be to do it open. The 5-mm trocars were then all removed, ensuring hemostasis. A midline incision was made using her previous incision. Subcutaneous tissue was dissected down to the hernia sac (sic) was sharply entered, and then kochers were used to grasp the fascia, and then adhesiolysis in the left upper quadrant where her feeding jejunostomy was undertaken. Things were very, very dense and scarred in. A piece of mesh from her previous jejunostomy hernia repair was then encountered and there was some purulence near it. It was foul-smelling, and so it was grasped and pulled and slowly pulling and dissecting it free, we were able to remove what we felt was either the majority or most of the mesh. Everything was fairly adherent and scarred in there and so it was felt that it would best be to just irrigate it out copiously and leave it to heal. We did not want to ruin her feeding jejunostomy, as she does have bad gastroparesis and requires frequent use of it. Before her feeding jejunostomy, she was hospitalized about once a month for electrolyte abnormalities from her gastroparesis. The abdomen was then copiously irrigated. The fascial edges were inspected and were felt to be strong. A piece of alloderm, 6 x 16 cm, was brought onto the field, soaked for 20 minutes, and then placed into the wound and then secured with interrupted number 1 prolenes (sic) in a vertical mattress fashion. A drain was placed over the alloderm and exited out through a separate stab incision. The subcutaneous tissue was closed with a running 2-0 vicryl and skin clips.¿ pathology and culture reports, detailing analysis of the device and specimens removed during the (B)(6) 2007 procedure, were not provided. Explant preoperative complaints: (B)(6) 2007: indications. ¿the patient is a morbidly obese 40-year-old female who underwent a ventral hernia repair a week ago. She has developed elevated white count and high sugars. CT scan suggestive of a pneumoperitoneum and contrast extravasation outside of her intestinal tracts and she presents today for exploratory laparotomy.¿ explant procedure: exploratory laparotomy, lysis of adhesions, take down splenic flexure, resection of splenic flexure; takedown of jejunostomy and recurrent ventral hernia repair. Explant date: (B)(6) 2007: wound classification: not provided. Findings: ¿her colon just distal to the splenic flexure had a mesh eroded into it and this had gone up into the jejunal ostomy and hernia sac.¿ ¿the previous midline incision was made. Subcutaneous tissue was dissected down. Her mesh was identified and it had pulled away from her fascia laterally. The right side was still strongly adherent to the anterior abdominal wall that was left. The other sutures were cut. The incision was extended superiorly and inferiorly. Kochers were used to elevate the fascia. Lysis of adhesion was undertaken sharply. There were dense adhesions. There was really no succus involved until we got into the right upper quadrant, and then it was noted that there was some succus and purulence in the left upper quadrant. Another piece of mesh from the feeding jejunostomy area was identified and this was pulled out to fully pull out all the mesh . Because the feeding jejunostomy obstructed view of the colon, the adhesions were dense and it looked as though the colon was going up into the hernia sac next to the feeding jejunostomy. An elliptical incision was made over the feeding jejunostomy elliptically. The subcutaneous tissue was dissected down. The feeding jejunostomy hernia sac was entered and it was quite difficult to dissect out the feeding jejunostomy from the hernia sac and then all the intestine that was stuck up into it. Working from both below and from the skin level, we were able to finally free up everything and figure out what was going on and essentially, it looked as though a piece of mesh had eroded into the splenic flexure and colon and this had happened in the hernia sac, and that is why she never became septic. It looked like a well contained leak. The jejunostomy was amputated at the fascial level and the portion going to the skin was passed off as a specimen. The splenic flexure was taken down with ligasure and then a point chosen proximal to the erosion and the gia was used to transect it. More distally, another gia was used to transect the colon and the mesentery was taken down with the ligasure. The two ends were reapproximated quite easily. The anastomosis was created with a 2-layer handsewn fashion, with 3-0 vicryl on the inner full-thickness layer and silk lembert outer layer sutures. Mesenteric defect was closed with a running 2-0 vicryl. The jejunal feeding stump was then inspected. It could not be brought to a new location because of her morbid obesity. It was just labeled with a 2-0 prolene and hopefully any revisions, or replacing, or re-doing this feeding jejunostomy will not have to be undertaken. The feeding jejunostomy ostomy site was then copiously irrigated and debrided. The fascia was closed with number 1 pds in a running fashion. The outer wound was packed with damp to dry. The abdomen was then copiously irrigated and suctioned out. A drain was placed up on the left upper quadrant and exited out through a separate stab incision. The fascia then by this point, several hours into the case, the intestines were swollen and it would have been nearly impossible to try to close the fascia with just this one piece of alloderm. It took another 4 pieces of alloderm, sewing them together with a running prolene and sewing them interrupted to the fascia. Wo drains were placed over the alloderm. The subcutaneous tissue was closed with a 2-0 vicryl and the skin was then closed with skin clips. The patient tolerated the procedure well.¿ a pathology and culture report detailing analysis of the device and specimens removed during the (B)(6) 2007 procedure was not provided. Conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use also warn: ¿if unintentional exposure occurs, treat to avoid contamination, or material removal may be necessary.¿procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315-z/d15: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.